Event description:
Complainant alleged that while attempting to defibrillate an 81-year-old-male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; however, the multifunction cable was returned for evaluation. The customer's report was duplicated and attributed to two bent pins on the multifunction cable, preventing full mating of the electrodes pads. The cable was replaced to remedy the report. The multi-function cable has been replaced and the device certified for clinical use at our zoll united kingdome facility. The x series operator's guide, daily/shift check procedure states: inspect all cables, cords, and connectors for signs of damage or excessive wear (cuts in insulation, fraying, broken wires, dirty or bent connector pins). Replace if damaged. Analysis for reports of this type has not identified an increase in trend.